Event description:
It was reported that the physician experienced difficulty positioning the superion indirect decompression spacer between short, wide spinous processes. Upon deployment an audible snapping sound was heard, and it was revealed the spindle cap lifted slightly on one side. The procedure was completed with a new device.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Analysis of the returned device revealed the spindle cap was completely sheared off from the implant body. The damage to implant indicates failure was likely due to a combination of deployment against resistance such as bone and the physician failing to correctly attach the inserter to the spacer. A visual inspection also revealed that a cam-lobe was significantly bent. A damaged cam lobe suggests that the user likely exerted excessive force while attempting to deploy the implant against a rigid obstruction such as the spinous process. Additionally, a labeling review was completed and revealed no anomalies. The instructions for use states that deployment should not be forced or implant breakage or damage to bony structures may result. Furthermore, if resistance to deployment is encountered, and repositioning of the implant is required, the driver should be rotated counterclockwise until a positive stop is reached and withdraw dorsally to collapse the cam lobes.